Manufacturer narrative:
The customer removed the device from use. The customer was advised that due to the age of their device and part obsolescence, the sl2400 compact monitor is no longer serviceable by spacelabs healthcare. Cause of failure was not established.

Event description:
The customer reported that while monitoring a patient, the transport monitor would reboot every two seconds. There was no patient or user harm associated with this event.